Manufacturer narrative:
H10: the device was received for evaluation without a cap. A visual inspection with the naked eye identified broken occluder legs beneath the twist clamp. A functional clear passage test was performed with no issues noted. Functional leak test and clamp function tests were performed using an in-lab minicap which revealed a leak through the closed twist clamp caused by the broken occluder legs. There were no leaks noted beneath the minicap. The reported condition of leak was verified.the cause of the condition could not be determined, however, a potential cause is exposure to chemical agents such as foreign solvents, dyes, or cleaning agents. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as ¿leak from the end of mini cap when it was opened¿. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.